Event description:
It was reported that during a da vinci-assisted transthoracic esophagectomy with neck anastomosis procedure, the patient¿s spo2 decreased. According to the initial reporter, the issue occurred due to single-lung ventilation and the patient¿s medical history of poor lung function prior to surgery. As a result of the complication, the patient was repositioned from lateral to supine and the procedure was converted to mediastinoscopy. The procedure was then subsequently converted to open surgery. Per the surgeon, the patient did not experience injury or post-operative complications. There is no allegation of malfunction from a da vinci system, instrument, or accessory.

Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined although the surgeon attributed the decrease in spo2 to the patient's pre-existing poor lung function. There is no allegation or report of a malfunction of a da vinci system, instrument, or accessory. A follow-up MDR will be submitted if additional information is obtained. A system log review was performed for this procedure: no relevant errors were observed during this procedure. This complaint is being reported due to the following conclusion: during a da vinci-assisted transthoracic esophagectomy with neck anastomosis procedure, the patient¿s spo2 decreased. As a result, the patient was repositioned from lateral to supine and the procedure was converted to mediastinoscopy. The case was subsequently converted to open surgery. The cause of the operative complication is unknown.